Manufacturer narrative:
Complaint investigation is underway and will be attached to this report.

Event description:
During a tcar procedure, a dissection was noted after clamping while attempting to advance the .014 guidewire in the common carotid. The dissection was covered with the bottom of the stent used to the treat the lesion.

Manufacturer narrative:
Complaint investigation is underway and will be attached to this report.

Event description:
During a tcar procedure, a dissection was noted after clamping while attempting to advance the .014 guidewire in the common carotid. The dissection was covered with the bottom of the stent used to the treat the lesion.